Manufacturer narrative:
G4: 12aug2020. B4: 15sep2020. The customer reported that the unit is not switching on and the ac led is off. The field service engineer assessed the unit at the repair bench and found that the power supply is faulty, unit not switching on after troubleshooting. The unit was not on a patient when the issue was discovered. The customer has opted not to repair the unit and requested that the return the unit to them. No repair perform on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported that the unit is not charging and cannot switch on. The customer contacted product support and was advised to change the power cable and power point with no success. Requested customer to send unit to the repair bench. The customer reported that the unit was not in use on a patient.